Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that both output connectors were broken. The hanger was broken. The hanger o-ring was missing. The keypad was damaged and contaminated. The encoder assembly was contaminated (rust). One control knob was contaminated (rust). The battery drawer sticks, lower case. Both output connector nuts were contaminated. Three case screws were contaminated. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular port was unable to lock. The epg was returned into service. There was no patient involvement.